Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. An exterior visual inspection was performed and passed. Receiver charge and boot was performed and passed. The receiver log was downloaded and reviewed finding no error related to the complaint. Receiver functional test was performed and passed. Receiver "try it" sound test was performed and passed. Case opened for interior inspection and passed. The allegation was not confirmed. The probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the receiver had no audio output. No product or data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.